Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedance measurements. The trend showed an increment over time, with a sudden increase to greater than 125 ohms. The patient heard tones from the device, due to the high, out-of-range impedance measurement of 130 ohms. The physician reprogrammed the alert to 150 ohms and will monitor the lead shock impedance trend with frequent follow-ups. No adverse patient effects were reported.